Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that when using the cutter, drain was not working and an error appeared during vitrectomy surgery. The procedure was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Corrected information provided in h.6. On initial MDR the FDA component code g04102 was an error. It should have been g04084 on the original MDR. The product was visually inspected; a crack on the infusion chamber and pinch plate was observed. The infusion chamber was easily removed and the welding profile inspected. The surface material profile appeared to have a weak energy distribution profile which is likely the result of an insufficient weld during contact. The pinch plate did not exhibit strong-weld melt characteristics where the parts make contact. The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. The most likely root cause of the customer¿s complaint is related to an error during the weld assembly process of the infusion chamber to the pinch plate. No further investigative or manufacturing actions are warranted at this time as the exact root caused could not be conclusive be determined at this time. Current tracking indicates no adverse trend for this lot for this event. After final assembly, each cassette undergoes a leak and flow test to mitigate recurrence of this observed issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).